Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 02g22, that has a similar product distributed in the us, list number 04p54, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature study by dasdemir fo et al.,¿comparative evaluation of a new-generation hbsag assay versus a conventional method in occult hbv infection and low-level hbsag positivity,¿ mikrobiyoloji bulteni 2026;60 (2):177¿187, evaluated the diagnostic performance of the abbott architect hbsag qualitative ii assay compared with a next-generation assay (alinity I hbsag next qualitative) in detecting hepatitis b infection. The study reported false nonreactive architect hbsag qualitative ii results for 100 occult hepatitis b infection (obi) cases, all of which were confirmed to be hbv dna positive. No impact to patient management was reported.